Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they are about to go to the hospital. Customer states that they are trying to fill the reservoir, but are unable to perform the task. The blood glucose is unavailable. Nothing further reported.